Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation. This report is being submitted in response to voluntary event report mw5077421.

Event description:
It was reported that a patient who underwent s/p cardiac catheterization with mynx vascular closure experienced leg pain and required a thrombectomy.

Manufacturer narrative:
After further review of additional information received the following. It was reported that a patient who underwent s/p cardiac catheterization with mynx vascular closure experienced leg pain and required a thrombectomy. The device was not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Pain is an unpleasant physical discomfort or sensation experienced by the patient. However, pain is subjective to the patient, and there are many potential causes to the leg pain reported. It was additionally reported that a thrombectomy was required; therefore the leg pain may be related to a thrombosis or occlusion of some sort. However, without further information on if the pain/thrombosis occurred in the same leg which was implanted with the mynx sealant, the location of the leg pain/thrombosis, or if the patient had pre-existing peripheral vascular disease in the affected leg, it is not possible to determine what factors may have contributed to the incident reported or the relationship to the mynx device. Additionally, discomfort after any intravascular procedure is an expected and foreseeable experience due to the intended penetrating injury to the artery/vein. The complaint could not be confirmed and no determinations of possible contributing factors could be made. According to the instructions for use, which is not intended as a mitigation, ¿to ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.